Manufacturer narrative:
The physician reported an angio and stent were performed and the patient is well. Heartflow was able to confirm with the ordering physician that the reanalysis did not result in consequences or impact to the patient.

Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and will be informing the ordering physician. (B)(6): the investigation identified a potential false negative in the lad region; after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the distal ffrct value from 0.88 to less than 0.57 on the lad. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.